Event description:
The customer reported that when she unplugged the adapter for her pump in style device, the transformer fell completely apart.

Manufacturer narrative:
A replacement product was sent to the customer. In f/u with the customer, the customer stated that the transformer fell apart when she was taking it out of the wall socket. The customer also stated, "actually, I did cut my finger when the transformer broke in half. Just a tiny nick, not a big deal". The original product was received on (B)(4) 2013, however, an eval was not completed at the time of this report. Should additional info become available resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.